Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported a fluid leak had occurred and the cycler had also displayed an air detected in cassette message. The patient attempted to reboot the cycler, however, the cycler displayed the power fail recovery failed alarm. Upon removal of the cassette, a fluid leak was noted. Upon follow up with the patient's nurse, it was stated that the patient had had the cycler replaced and was currently completing treatments. There was no infection. No antibiotics or other medical intervention was administered. There was no adverse event. The disposable product is not available for return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.